Manufacturer narrative:
Event took place upon receiving device for pre-surgery preparation of an unknown diagnostic procedure. The intended procedure was completed without delay with another similar unknown device. The patient did not need additional anesthesia. Patient details were not needed to be provided as the event was during set up. It is not known how the tear in the cord occurred. The device was inspected before use and the tear was noted. It is not known if the device was dropped or came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts.

Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty charge couple device (ccd) unit. In addition, a tear in the cord insulation was observed. The user¿s complaint was confirmed.

Event description:
As reported for this event by the customer, a tear in the cord insulation was observed. There is no harm reported to any patient. The device was sent in for repair. During estimation, it was noted that the device yielded no image due to a faulty charge couple device (ccd) unit. This medwatch is being submitted for the issue of no image due to a faulty charge couple device (ccd) unit.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. . The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, or unevenness. There is no repair history. It is likely the issue of the charge couple device (ccd) unit failure occurred due to an impact, such as the user dropping the device, and the image was no longer displayed. It is likely the cord was torn because the user added force such as twisting to the device concerned. The instructions for use includes the following statements: for the tear in the cord: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. The following are described in the instruction manual that can prevent the damage to ccd unit: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.